Event description:
The following has been reported: it shows "air bubble" or asks for pump door to be closed and continues beeping. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins for investigation as repairs were carried out locally. However air sensor was replaced and sent to brézins for further investigation. Nothing was noticed during external visual check. Cross-tests were performed and a drift of value of the air sensor was noticed most likely due to a weakness in the ceramic bonding of the component leading to intempestive air bubble alarm. To our knowledge this complaint is not being related to patient safety. An internal CAPA was opened in (B)(6) 2022 to address this type of issue. This complaint is considered as valid the trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.